Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of the emergency room visit was 404 mg/dl. The customer explained that the insulin pump quit working, and he subsequently experienced high blood glucose. The customer stated that he had been off the insulin pump for four to five hours. The customer did not return the product for analysis.